Event description:
It was reported that the event involved a male pt while in the operating room. Indication for use: support after perforation of heart (complication of surgery) to decrease workload. The fiberoptic sensor (fos) was zeroed. The md told the perfusionist that the intra-aortic balloon (iab) was "prepped" and had "pulled negative." The perfusionist did not witness this or whether the one way valve was used or not. The md attempted to insert the iab through the sheath via femoral and the iab would not advance into the sheath all the way (caught up at iab and catheter junction). As a result, the iab was removed and a new iab was prepped. There was no report of pt death, complications or injury. No medical/surgical intervention was required. There was a minimal delay or interruption in therapy with no harm to the pt. The pt outcome is pt not affected.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.